Event description:
The customer reported that the ventilator shut off when placed into high flow. The customer clarified the message was displayed that the ventilator could not reach target flow. The ventilator was on a patient at the time of the issue. No harm was reported. The customer is using hudson teleflex hfnc. The remote service engineer (rse) advised the issue might be due to compression of the cannula, kinks in the tubing, mucus plug blocking the flow, patient movement, positioning, coughing, blockage in the gas pathway, and the size of the nasal cannula is not appropriate for the flow setting. Most likely due to hudson teleflex hfnc. Philips has not qualified this cannula for use with v60/v60 plus and does not recommend its use. Per the v60 manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator.

Manufacturer narrative:
The ventilator was in use on a patient who was transitioning from a non-rebreather mask to high flow therapy, using a hudson teleflex hfnc. The ventilator alarmed and flow became restricted, so the patient had a brief drop in stats, however the staff immediately changed the ventilator to bipap mode, and the patient only had a brief drop in stats, which did not necessitate any intervention. The patient finished therapy on the ventilator without any other intervention or harm. The biomedical engineer updated the ventilator software. The issue was resolved. Based on information provided and/or service performed, the customer¿s alleged complaint was confirmed. The root cause is the use of the hudson teleflex hfnc.